Manufacturer narrative:
The device was tested on the bench and high hv lead impedance measurements were observed. X-ray analysis identified a broken can wire as the cause for the high hv lead impedance.

Event description:
New information received notes that the device was explanted and replaced.

Event description:
It was reported the patient presented to the clinic after receiving an alert for high out of range hv impedance. The out of range impedances could not be reproduced in the clinic. All other electrical measurements were stable and in-range. The device remains implanted and will be monitored.